Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the allergic granulomas of the cerebral hemisphere after treatment, seizure, epileptic seizure following a pipeline procedure. There were no other related complications. The patient was undergoing treatment for an unruptured, sacciform aneurysm located in the c2 segment of the right ica on the lesser curvature side. The height diameter was 4.9mm, the max diameter was 7.8mm, the dome diameter was 6.5mm, and the neck diameter was 4.1mm. There was the presence of a daughter sac. Antiplatelet therapy was administered.

Event description:
Additional information received reported that from (B)(6), 2021 to (B)(6), 2021, hospitalization and medical treatment were required. The patient was administered steroids (sol-medrol 1000 mg/day for 3 days, then 30 mg/day of prednisolone was administered orally). A reduction in the flair high lesion was confirmed in the follow-up MRI during the hospitalization due to steroid administration. After discharging from the hospital, the patient is undergoing steroid tapering at outpatient care. Epileptic seizures occurred only once during hospitalization and afterwards, it did not occur after starting oral administration of levetiracetam. The onset date was (B)(6), 2021, and the patient recovered on (B)(6), 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.